Event description:
It was reported by the rep the device was used in a low anterior resection. It was reported a tlc75 was used. On the 4th firing the instrument would not complete the firing cycle. It would not return to start position or open. The instrument had to be transected with another tlc75. Approx 3" of bowel was removed with the transection. Operating room time was extended approx 1/2 hr. 2/4/99 rep reports the device was discarded.